Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the front panel unit.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation determined the front panel failed and was the cause of the reported event. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when pressing the button for the lamp, the lamp did not turn on but the air supply did; the emergency lamp also did not turn on. The problem, as reported to olympus, was identified during preparation for use prior to insertion of an endoscope. The intended procedure was a colonoscopy. The procedure was completed, with no clinically relevant prolongation of the procedure, using a different device. There was no patient injury, associated with the problem, reported to olympus.